Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0206874064, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there were impedance issues on the lead, no more stimulation, and pain returned. The impedance test results were all over the limit for every contact of the lead. The lead was changed through another surgical intervention. The issue was resolved at the time of this report. The physician would like to have a detailed analysis of the device returned to better understand what could have happened. The rep confirmed that the patient did not do anything that could have provoked a fracture. The lead was tested during the procedure of replacement and a connection issue was excluded. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Device evaluation: analysis of the lead found that conductors #0, #2, #5, and #7 were broken 17.5 cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.